Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up arrow keypad button had to be pressed multiple times for a response. The patient denied any visible damage to the keypad. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.